Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the implantable cardioverter defibrillator (ICD) set screw became jammed on the screwdriver, and the physician was unable to remove it. The physician backed the entire set screw out of the ICD and still could not remove it from the screwdriver. The ICD was not used, and a different ICD was successfully implanted. No patient complications have been reported as a result of this event.